Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient was in the emergency room there was a reported concern over the lead not capturing. The patient was later transferred to a hospital floor and the nurse did not see any concern over capture at that time. A remote monitoring transmission was received and reviewed and no performance issues were observed. The lead remains in use. No patient complications have been reported as a result of this event.